Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Update 24 jul 2017: claim letter received. There is no new information added that changes the MDR decision. Added complainant information. This complaint was updated on: sep 05, 2017.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint 23918. Reason for original complaint ¿ asr revision - bi-lateral right asr xl acetabular system reason for revision: alval / soft tissue reaction see dint 23920 / com 015945 for left hip revision update received: (B)(6) 2013 - amended implant date: (B)(6) 2007 and added product: taper sleeve. Update (B)(6) 2017: claim letter received. There is no new information added that changes the MDR decision. Added complainant information. This complaint was updated on: (B)(6) 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision; right asr xl acetabular system; reason for revision: alval / soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.